Event description:
The olympus (omsi) field service engineer was informed that a customer gastrointestinal videoscope had a reported "leakage from the scope connector" during reprocessing that occurred during reprocessing. No patient injury or harm was reported. The scope was returned to the repair center. During inspection and testing, the scope was found to have foreign material stuck/protruding from the air/water nozzle (reportable) at the distal end.

Manufacturer narrative:
The evaluation found the scope to have foreign material stuck/protruding from the air/water nozzle at the distal end. The customer reported issue was confirmed as the scope was leaking from scope connector; due to deformation, the seal/tightness was lost. Additionally, the light guide lens and bending section cover glue are cracked. There is a dent on the distal end plastic cover, with other cosmetic damages (dents, discoloration and scratches) throughout the scope. The scope is dirty at the control unit, switch box, knobs, and light guide cover glass. Angulations are below specifications. And the light guide has bundle breakage. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. According to a picture provided, the foreign material was brown adhering material. The results of inspection indicated insufficient reprocessing of the device. Therefore, the presumable cause of this phenomenon was a reprocessing method at the facility differing from the recommended instructions for use; and/or, the facility staff was less trained on reprocessing and/or device handling according to the instructions for use. The instructions for use (IFU) on the related device has the following documentation pertaining to the reprocessing of the unit: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use¿. Olympus will continue to monitor field performance for this device.